Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single patient sample that were generated by the unicel dxl 800 access instrument. The customer indicated that a sample of an ICU patient, with a history of negative accu tnl results, was tested for accu tnl. The accu tnl result of 2.382ng/ml was obtained. The customer re-tested the patient original sample for accu.tnl; the result was 0.565ng/ml. Next, the sample was aliquoted, re-spun and then re-tested for accu tnl the result was 0.325ng/ml and 0.075ng/ml upon repeat. In addition, the patient's sample was tested for accu tnl on another instrument in their lab. The accu tnl results obtained from another instrument were: 0.112ng/ml and 0.149ng/ml. There was no death or change in patient treatment attributed to or connected to this event.